Event description:
As reported, during a cardiac procedure, the technician noted that air was entering the 3-valve disposable transducer manifold. The product was changed out and the procedure continued. There was no air injection or patient injury. The used device was discarded by the hospital and will not be returned.

Manufacturer narrative:
Although is has been indicated that no sample will be returned for evaluation, an investigation will be conducted on this incident. Upon completion of the investigation a follow-up medwatch will be submitted.